Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged grips pin to be related to the customer complaint. The instrument was found to have the grip pin dislodged at the distal end. The grips could not open and close properly. The pin was returned with the instrument, no pieces were missing. The grips were realigned, and the pin was re-installed. The grips were able to open and close properly, the pin showed no signs of physical damage. Common causes of the failure mode dislodged instrument grip pin are attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure (post-anesthesia), the prograsp forceps instrument was noted to have a loose rivet on the arm. The procedure was completed with the use of a backup instrument of the same and no patient injury or delay reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument has been sent back and the customer does not have any pictures or video. The customer also declined to provide patient details.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the prograsp forceps instrument be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the prograsp forceps (part #471093-11 / lot #k10220117 0006) associated with this event has been performed. Per this review of the logs, the instrument was last used on 13-oct-2022 via system serial # (B)(4). There were 12 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the prograsp forceps instrument's pin was loose. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.